Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server had all device event report not up to date. The customer stated that there was a no delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server had all device event report not up to date. The customer stated that there was a no delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that all device event report not up to date. A technical support specialist found that the station was able to ping the server. After consulting and followed the knowledge article of "manual recovery required - datasyncinvaliduploadchangetrackingvalue", data synchronization and maintenance services were started and logs confirmed successful data upload. Tss restarted the station and confirmed issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.